Event description:
Primed ocrevus medication using bd alaris pump infusion set with filter and used alaris IV pump. Connected tubing to patient's peripheral intravenous line (piv) and started infusion. Blood started flowing back to IV tubing. Stopped infusion. Changed to a new IV tubing and started medication infusion. Medication infusing without problems. We are seeing an increase in defective IV tubing.